Event description:
Patient underwent complex recoiling procedure for recurrent bleeding from a cerebral aneurysm utilizing intracranial balloon assistance. Device fractured during use. Several attempts at retrieval failed and fragment embolized to the right renal artery. Vascular surgery was consulted and it was decided there was potential for long term consequences. Therefore the patient underwent selective right renal angiography with snare recovery of the balloon fragment.

Event description:
Patient underwent complex recoiling procedure for recurrent bleeding from a cerebral aneurysm utilizing intracranial balloon assistance. Device fractured during use. Several attempts at retrieval failed and fragment embolized to the right renal artery. Vascular surgery was consulted and it was decided there was potential for long term consequences. Therefore the patient underwent selective right renal angiography with snare recovery of the balloon fragment.